Event description:
A peritoneal dialysis patient called in and reported a large drain volume in drain 4 of 4. The patient drained 4544 ml from the expected tidal drain volume of 2497 ml, and experienced discomfort and cramping sensation. A follow up call was made to the patient's peritoneal dialysis nurse who reported that there was no patient injury or medical intervention required due to the high drain volume. The reported drain volume of 4544 ml is 182% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. The valve actuation test, the system air leak test, and the patient sensor calibration check passed. The load cell verification was within tolerance. The internal visual inspection of the cycler found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the review confirmed the labeling, material, and process controls were within specification.